Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use, the cs300 intra-aortic balloon pump (iabp) manifold drive needs to be replaced. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, h6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1: (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) drive manifold malfunction. No patient involvement, no adverse event is reported. Machine has been checked and found problem in the manifold drive its need to be replaced. Its showing system failure while using. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
N/a.